Manufacturer narrative:
The regulatory report number was transposed on initial and supplemental emdr. The correct regulatory report number is: (B)(4).

Event description:
The customer reported that the blood set came apart at the safety clamp. No patient harm was reported. Received a copy of the customer's medwatch report from FDA which states, ¿when the door was closed, the tubing broke apart directly below the safety clamp. The tubing had not yet been connected to the patient. Blood bank notified and the unit was discarded. Blood saturated alaris infusion pump. Pump as removed from service. Blood bank issued another unit of blood. Infusion delayed by approximately 1 hour." An incomplete date of event of (B)(6) 2018 was provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that her blood set came apart at the safety clamp. No patient harm was reported.

Event description:
The customer reported that the blood set came apart at the safety clamp. No patient harm was reported. Received a copy of the customer's medwatch report from FDA which states, ¿when the door was closed, the tubing broke apart directly below the safety clamp. The tubing had not yet been connected to the patient. Blood bank notified and the unit was discarded. Blood saturated alaris infusion pump. Pump as removed from service. Blood bank issued another unit of blood. Infusion delayed by approximately 1 hour." An incomplete date of event of (B)(6) 2018 was provided.

Manufacturer narrative:
Correction on initial report: occupation and report source. Additional medwatch information provided. The customer¿s report that the blood set came apart at the safety clamp was confirmed. Visual inspection of the set noted separation at the engagement between the lower and tubing. Examination under magnification observed insufficient solvent at the end of the tubing where the separation occurs. Functional testing was not performed due to the separation. The separated tubing was measured to be within measurement specification. The root cause of the separation is due to insufficient solvent during the manufacturing process.